Manufacturer narrative:
Upon reassessment of the reported event, it was determined to not be reportable. There are no allegations of failure of the device and the initial report was submitted in error.

Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Concomitant product: 113770, bio modular humeral head, 789660. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2017 - 07492.

Event description:
It is reported that the patient underwent an initial right shoulder hemiarthroplasty procedure. Subsequently, the patient was revised due to pain and persistent dysfunction. Attempts have been made and additional information on the reported event is unavailable at this time. No additional patient consequences were reported.